Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was prompting an error 1, error 2, error 3 and error 4 message when she was attempting to test her blood glucose. The medical surveillance specialist (mss) was unable to follow up with the patient. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue occurred on (B)(6) 2012, (B)(6) 2013 and on (B)(6) 2013. The patient reported using a set dose of insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 day after the issue occurred she developed symptoms of feeling ¿stupid.¿ the patient reported during (B)(6) 2012, (B)(6) 2013 and (B)(6) 2013 she was hospitalized. The patient was unable or unwilling to state why she was hospitalized and what treatment she received. The patient reported her blood glucose was measured, but the reading was not reported. At the time of troubleshooting, the cca confirmed it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claimed due to not being able to test on the subject meter, she was unable to control her blood glucose adequately and required treatment from a healthcare professional in the hospital.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.